Event description:
Patient contacted dexcom to report red area with blister on belly, arm and back.

Manufacturer narrative:
Patient noticed itching on second day and wore sensor for 7 days. Nurse at physicians office noticed red like burn with blisters and scarring. Patient is using sport tape to hold sensor on. Patient has been to endocrinologist office three times. Patient reported using sport tape (kiniseo) with sensor and that is causing the sensor to retain moisture. Patient is going to allergist on thursday ((B)(6) 2014) to see if there are any suggestions. Recommended patient not wear sensors until medical doctor's approval. Date of medical intervention: medical doctor's office visit was (B)(6) 2013. Description of medical intervention: patient got cortisone from medical doctor's office. Current condition of patient: skin still shows rash from wearing sensor.